Event description:
The integra sales rep reported on behalf of the user facility, the following incident: during a hallu-s plate removal surgical procedure, both the handled screwdriver and the screwdriver bit broke, while the surgeon was attempting to remove six screws, which attached the plate to the patient. The plate had been in patient approx 3 yrs; 2 of 6 total screws were removed before second bit broke. The plate was left in patient. Calcified bone was around plate and screws. This incident is related to MDR numbers 9615741-2007-00068 and -00070.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported info.